Event description:
The customer reported they experienced a problem with the pencil during use. The surgery time was extended by more than 30 minutes in order to replace the device. The incident sample was discarded by the site and is not available for evaluation.

Manufacturer narrative:
(B)(4). The customer reported the incident sample was discarded and not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.